Event description:
The device was used to monitor a pt complaining of chest pain. During transport, the service light allegedly came on and the device lost power. The operator turned the unit back on and the unit again displayed the service light and lost power. A lifepak 10 defibrillator/monitor/pacemaker was made available and used. There were no adverse affects to the pt reported as a result of the alleged malfunction.